Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: ba5lc1. Device history review: the device manufacturing record was retrieved for review. No related deviations or anomalies are identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address significant local tissue reaction with pseudotumor but only mild abductor involvement. During the preoperative workup, it was indicated that the patient had an elevated esr but normal crp and so an aspiration was performed demonstrating 29, 000 wbcs with only 8% polys and no growth. Metal ion levels were elevated. Mars MRI demonstrated a pseudotumor. The patient was diagnosed with adverse local tissue reaction due to his metal on metal component. Intraoperatively, 20 cc of yellow-brown fluid was aspirated, there was significant metal black stained tissue within the capsule, the trunnion had mild evidence of corrosion. Finally, the stem was stable and without significant osteolysis. Doi: (B)(6) 2007. Dor: (B)(6) 2019. (Right hip).